Manufacturer narrative:
Additional information: g3, h3, h6. The complaint allegation is confirmed. Due to contamination precautions, the device was evaluated visually. Due to limited visibility of the image submitted for evaluation, arthrex was able to conclude a most likely cause. The most likely cause for the observed damage can be attributed to user error due to misuse/ mishandling of the device.

Event description:
It was reported that during a stabilisation surgery the anchors could not be tightened as the sutures were tangled. There was no harm for patient, operator or third party reported. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.